Event description:
The customer reported the generation of erroneous erratic sodium (na) patient results and quality control issues on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data for one patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the failure mode as a defective mix motor. The fse replaced the mix motor to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).